Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted a pigtail catheter. While inserting the pigtail catheter the physician noted that there was a mobile thrombus present on the tip of the was. 5000 units of additional heparin was given to the patient and the physician aspirated the thrombus while removing the was and pigtail from the patient. The thrombus was no longer visible following this action. The procedure was continued and successfully completed with a closure device implanted in the laa of the patient. There were no complications or consequences as a result of this event. The patient was kept overnight per normal protocol and discharged home the next day.